Event description:
The facility returned the device for service. During testing, the pump was found to have 9 battery discharges below alarm threshold and a failure code 570 was found in the pump's event history. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported.